Event description:
Uphold lite capio slim needle holder malfunctioned.======================manufacturer response for needle holder, uphold lite with capio slim needle (per site reporter).======================the representative was informed and has provided replacement.